Event description:
The user facility reported the vitrectomy cutters failed to cut properly. The cutters passed the vitrectomy test, and were aspirating properly. The doctor observed under the microscope the cutter was not opening. There was no patient impact.

Manufacturer narrative:
Evaluation completed. One 23ga cutter was returned in a plastic biohazard zip lock bag wrapped in a (B)(4) pack label from lot u9656. The rest of the pack and components were not returned. The tubing is coiled and taped with the cutter in the center. This is not the original tape. The tip protector is in place, as it should be. The needle is slightly bent 5 degrees or less. The port window is in the opened position. There is dried solution visible in the aspiration line. The back cap is not aligned correctly with the vent hole in the side of the cutter body. It is off by approximately 15 degrees. The connections are tight as they should be. There are no visible cracks or defects in the lure connectors. A functional test was performed using a stellaris pc system. Initially the inner needle would not actuate/move; however, the cut rate was reduced to 1000 c.p.m. And after approximately 10-15 seconds the inner needle sprang forward and began to cut. The cut rate was increased gradually up to 5000 c.p.m. The cutter had good clean cuts and aspirated. The customer also returned an unopened pack from lot u9656. A functional test was performed and performed as required. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00082